Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer stated the set cracked. No serial number provided, however the item number, (B)(4), to the component is associated with distributed devices manufactured by genteel. MDR filed.